Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient placed on impella 5.5 as an escalation of therapy until receipt of transplant. The impella site sleeve was noted to be compromised. The medical staff were advised to clean with betadine, cover with sterile gauze, and a tegaderm. Also recommended recording the impella device to the patient with less tension. Patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product or images were returned for evaluation. The cause of the damage to the anti-contamination sleeve could not be determined as limited clinical details were provided and no product were returned for evaluation. Device history review: the device passed all the post sterile inspection checks.